Event description:
Additional information received indicated that the lead was capped and replaced during a device change out.

Event description:
New information received notes that a noise problem was observed. The device was turned off and patient was admitted to the hospital until the lead is replaced. No further information was available.

Event description:
It was reported that patient presented to the clinic for a prophylactic screening. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead remains implanted, and patient will continue with routine follow ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.